Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to trunnion corrosion as well as the headball and up and liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain and trunnion corrosion as well as the headball and cup and liner

Manufacturer narrative:
Patient was revised due to pain. Trunion corrosion at the stem/femoral head and cup/liner interface was identified intra-operatively. Examination of the returned liner, femoral head, and screws finds nothing outward to suggest product problem. Corrosion was identified at the mating interfaces, however, the complaint of pain cannot be confirmed. A complaint database search finds other reported incidents against the provided product and lot combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.